Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pancreatectomy procedure, the doctor was able press the green and was unable to fire the stapler. The technician was able to attach reloads but they could not get the stapler to fire. Three reloads were tried with the same issue present. A new handle was opened to complete the case. There was no patient injury.